Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide. Book page 30 tuesday, august 30, 2022 9:22 am chapter 2 important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin, and not removing cartridge air. Tandem clinical support informed customer that using cold insulin, and not removing cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) level was 300-400's mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.